Event description:
A report was received that the patient was explanted due to an infection at the lead site. The physician believes that the infection is related to the implant procedure. Upon follow up of the patient's status following the explant procedure it was reported that the patient had passed away. No additional information was provided on the death of the patient.

Event description:
A report was received that the patient was explanted due to an infection at the lead site. The physician believes that the infection is related to the implant procedure. Upon follow up of the patient's status, following the explant procedure, it was reported that the patient had passed away. No additional information was provided on the death of the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), model description: enh st ld kit, model#: sc-3138-35, serial#: (B)(4), model description: scs, phiii ext 35cm.

Event description:
A report was received that the patient was explanted due to an infection at the lead site. The physician believes that the infection is related to the implant procedure. Upon follow up of the patient's status following the explant procedure, it was reported that the patient had passed away. No additional information was provided on the death of the patient.

Manufacturer narrative:
Correction to initial MDR - lead serial number should have been (B)(4) not (B)(4). Additional information indicates that the patient's death was due to respiratory arrest from a drug overdose. The physician stated that the patient's death was not device or procedure related. Additional suspect medical device components involved in the event: model # sc-4316, serial # (B)(4) description: next generation anchor kit-sterile no complaints about the functionality of the devices were reported. The damage to the devices is consistent with damages during explant procedure and is not considered a failure. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.